Event description:
The customer reported a change in treatment for one patient due to an elevated thyroid-stimulating hormone (access htsh) result generated by the access 2 immunoassay system (ID: (B)(6)) of a unicel dxc 600i synchron access clinical system. The patient's sample was tested and resulted above the customer's reference range. As a result, the patient was prescribed synthroid (either beginning dosage or increasing dosage). The patient's sample and a redraw sample were tested on an alternate analyzer, which generated results within the customer's reference range. The initial report was corrected. Upon receiving retest results, the attending physician stopped the patient's treatment. The customer noted there was no injury to the patient related to the change in treatment. The patient samples were plasma and were centrifuged for 10 minutes at 3000 rpm; sample integrity is not suspected as a cause of this event. Calibrations and system check were passing at the time of the event. Quality control (qc) results were within range at the time of the event. The customer performed a fifteen replicate precision study, which generated results within expectations for this assay.

Manufacturer narrative:
The customer did not provide the patient's age, date of birth, or weight. There is no indication the access htsh reagent used during this event was returned for evaluation. The customer requested service and a beckman coulter (bec) field service engineer (fse) was dispatched to the site. The fse did not identify any defects and/or malfunctions that would cause elevated access htsh results. There is no evidence of an instrument or reagent malfunction as calibration, qc, precision runs, and system checks were within expected parameters. The cause of the elevated access htsh result could not be determined with the information provided.